Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Abdominal cramps [abdominal pain] tingling in feet, legs, hands, and arms [paraesthesia]. Weakness in feet, legs, hands, and arms [muscular weakness]. Burning in feet, legs, hands, and arms [burning sensation]. Pain in feet, legs, hands, and arms [pain in extremity]. Numbness in feet, legs, hands, and arms [hypoaesthesia]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Dizziness [dizziness]. Loss of control in feet, legs, hands, and arms [motor dysfunction]. Muscle pain [myalgia]. Joint pain [arthralgia]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use from approximately 1998 through (B)(6) 2010 and used super poligrip original denture adhesive cream, unspecified total daily use from approximately 1992 through 1998 and then resumed use in (B)(6) 2010 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in symptoms that include loss of balance, abdominal cramps, dizziness, tingling in feet, legs, hands, and arms, weakness in feet, legs, hands, and arms, burning in feet, legs, hands, and arms, pain in feet, legs, hands, and arms, numbness in feet, legs, hands, and arms, loss of control in feet, legs, hands, and arms, muscle pain and joint pain. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.